Manufacturer narrative:
A photo of a 3ml syringe was received and evaluated; however, it appears to be a stock image and does not match the graphics of syringes manufactured at the canaan facility. Therefore, the complaint is being treated as having no valid photo or sample to confirm the reported defect. Since no valid photo or physical sample was provided, the defect could not be confirmed, a root cause could not be determined, and corrective actions are not warranted at this time. A physical sample is required for a more thorough evaluation. As a general recommendation, the needle should be securely tightened onto the syringe prior to use. Additionally, a device history record review was completed for lot number: 3341781, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c had leakage. The following information was provided by the initial reporter: material#: 309658, batch#: 3341781. Rcc received a complaint via email. Bd item: 305109 and 309658. Based on client provided information, although the connection between the syringe and needle was confirmed by both site staff and the participant prior to administration, minor leakage (approximately three drops) was observed during injection. No leakage was detected during syringe inversion before use, and no visible damage to the syringe or needle was reported. The leakage might be attributable to factors such as micro-tolerance at the luer connection, any design issue. ¿during self-injection by the participant, under observation by site personnel, approximately three drops of investigational product (ip) were observed leaking from the connection point between the syringe and the syringe tip. Kindly see enclosed documentation for the spot where leakage occurred. Per local site practice and in accordance with biohazard safety, the syringe was disposed after use.¿ attached are the responses from clinical site. Customer response on (B)(6) 2025. Xxx was reported on 09-16-2025, that on (B)(6) 2025, xxx received a high-priority (critical) clinical complaint from clinical site#: (B)(4) in singapore regarding an issue with leakage between the needle and syringe connection point.